Event description:
It was reported by the patient's legal guardian (lg) that the patient had been hospitalized due to hyperglycemia at (B)(6) infirmary on (B)(6) 2025. The patient's blood glucose (bg) level was "high" (>22.2 mmol/l,>400 mg/dl) with ketones of 0.1 while wearing the pod for 32 hours on the abdomen. At the hospital, a finger prick test was done and their bg levels were now down to 20.5 mmol/l (369 mg/dl). The pod was removed and discarded at the hospital. A new pod was applied and insulin corrections were administered via the new pod. No further treatment was provided. The patient's bg levels came down to 15.3 mmol/l (275.4 mg/dl) when they left the hospital. The patient left the hospital after 4 hours.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: